Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 1 november 2016. The fse checked and cleaned the sample syringe, then took off all the conections and put them back. The engineer also checked the boards and re-connected all of the wires and added tri flow to the screw, then ran daily check, which passed the fse ran three patients which passed with no errors. The enginner initiated a follow-up phone call with the customer the next day, the customer stated that the error was still posting. The engineer returned to the site and replaced both the diluent syringe and nozzle, then ran the daily check and two patients which passed with no errors.the aia 360 was working as intended. No further action required by fse. The most probable cause of the reported event was a faulty diluent syringe.

Event description:
On (B)(6) 2016 a customer reported error 4013 spec syringe home not found, with their aia360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ckmb bhcg, lhii, e2 and prog patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.